Event description:
Complainant alleged that during routine testing of the device, the unit would intermittently charge energy without selection in defibrillation mode operations. The complainant indicated that there was no patient involvement in the reported malfunction.